Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer's blood glucose value was unknown. The customer was assisted with the troubleshooting. The customer was unable to clear the alarm. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery error alarm and critical pump error alarm during testing due to moisture damage on the electronic assembly.